Manufacturer narrative:
H10: one (1) used partially full 50ml syringe by bd medical and one (1) used list # 20130-01, spinning spiros® closed male luer, red cap; lot # 4764633 were received for evaluation and visually inspected. The spiros was pressure leak tested with no leakage observed; however, when further pressure leak tested at 7 psi a leak formed at the o-ring to poppet interface. The complaint of leakage was confirmed at the area of the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4764633 was reviewed and there were no relevant non-conformances found. Additional information in g1.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a spinning spiros closed male luer, red cap that leaked during a push of doxorubicin. The spinning spiros was directly connected to a bd 50ml luer-lock syringe and primed with the medication. It was reported there is red drug all over where the blue line is, as well as collected at the base of the spiros where it connects to the syringe. It was also reported that the drug was leaking out of the side of the syringe. There was patient involvement, no adverse event, and no delay in therapy. This report captures the second of two events.